Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer's mother that the customer is at school and the insulin pump had a blank display screen. Customer's blood glucose level at the time 517mg/dl. No troubleshooting occured, mother advised she will call back to when her daughter returns from school. No further information was provided.